Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a hardware removal procedure took place due to the presence of broken screw heads. Difficulties were encountered during this procedure, which are all addressed in the following two complaints: (B)(4). This report pertains to the difficult removal of a broken locking bolt during a femur nailing removal procedure (ufn/cfn). The procedure was prolonged by sixty (60) minutes. This report is for an unknown quantity of unknown locking bolts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Per facility, the complainant parts are not available for return. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.